Event description:
It was noted in the postanesthesia care unit that the pt had suffered a first degree burn to a small area, approx 1 to 1 1/2 in diameter on the left thigh and on the right thigh had suffered a second degree burn, approx 2 in diameter with two small bullae, less than 1/2 in diameter. These were treated with moist compress and the warming blanket will be evaluated to determine if this was the actual cause of the problem. On inspection, it was noted that the temperature probe was not in its proper position. The temperature output of the unit (118 degrees f) was only three degrees over the maximum allowed at the medium setting. Co's inspection was inconclusive. The model 200 is not intended for surgical use (as indicated in the user manual); however, the unit has no model number desigantion on its exterior chassis to serve as identification.